Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged battery issue was verified. Alleged shutdown related to use error. A different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred and pump unexpectedly shutdown. Pump battery was unable to be charged using multiple power sources. Customer's blood glucose was 190 mg/dl. Customer reverted to using manual injections for insulin therapy.